Manufacturer narrative:
The customer informed the service center the issue is occurring with two 180 series scopes once connected to the cv-190 system. Once the electrical contact on the scope were cleaned, they observed a color bar image. The customer was advised to disconnect from the scope then reconnect the cable unit and scope. The customer informed service center the image was visible but when the cable unit was moved the image disappeared. The confirmed once the cable was replaced, they had no further issue and declined to send the unit for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their evis exera iii video system center displays yellow in the middle and green is bleeding into the image. It is unknown if the reported issue was observed during preparation for use or during the procedure. There was no patient death, harm or injuries reported related to this event.

Event description:
Additional information was received from the customer: the customer noticed the issue upon set up of a diagnostic procedure and inspecting the scope. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the indicated phenomenon was likely caused by a faulty video cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.